Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a loss of lv capture due to the lead dislodgement. In turn, the original lv lead was explanted and replaced with a new model which resolved the issue. The patient is in good condition following the procedure.